Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25138894, 25139001,25140316 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the body of the device. No visual defects were observed. To test the patency of the co2 insufflation port, a 30cc syringe was attached to its tip with a one way valve. The end of the body which has the balloon was immersed under water while air was pushed through the syringe and a finger covering the tiny hole on the cannula seal. Bubbles were observed on the water which indicates that air or co2 insufflation is proper. Based on the information provided and the results of the evaluation, the reported failure mode "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt wouldn't flow. Two accessory kits were opened. None of the btts would allow co2 to flow. There appeared to be glue covering the hole. A competitor's device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt wouldn't flow. Two accessory kits were opened. None of the btts would allow co2 to flow. There appeared to be glue covering the hole. A competitor's device was used to complete the procedure. The hospital did not report any patient effects.